Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having manufacturing or supply issues with urinary catheter kits. The uts have stated they have found multiple kits not containing any lubrication. They questioned whether there was supply issue with lubrication. These kits were not marked with a sticker like other kits that notify the user there were no sterile gloves or peri wipes in the kit for example. It just makes it hard to catheterize when there were multiple products missing from kit. The lot number for the 14 french intermittent straight catheter kit not containing lubrication was ngjq0350.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having manufacturing or supply issues with urinary catheter kits. The uts have stated they have found multiple kits not containing any lubrication. They questioned whether there was supply issue with lubrication. These kits were not marked with a sticker like other kits that notify the user there were no sterile gloves or peri wipes in the kit for example. It just makes it hard to catheterize when there were multiple products missing from kit. The lot number for the 14 french intermittent straight catheter kit not containing lubrication was ngjq0350. Per additional information received via email on 04oct2024, this was the only lot number that was affected, unfortunately no staff member kept an affected kit and could not find a kit with this specific lot number in any of the units, so their hope was that all the affected lots were already used or no longer in stock. They have not received any more reports that any kits still were not containing lubrication, but they know they had multiple staff members say they had found multiple kits not containing lubrication.